Event description:
Forty-one year old male admitted with history of etoh abuse, delirium. Patient admitted, treated for respiratory failure. Planned tracheostomy on 10/7/92. Procedure was going as planned until tracheal ring was opened with bovie. A "woosh" sound was heard and a small hot yellow flame was noted emerging from the trach. Flame extinguished immediately. 02, 50% was being used at the time (standard procedure). No internal injuries noted, slight excoriation of the outside of the trachea. Cautery unit sent to maintenance, checked out okaydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: other. The device was not destroyed/disposed of.